Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The technical assistance center (tac) was informed that all their esophagogastroduodenoscopy (gif-h180) scopes were not showing an image while their colonoscopes (cf-hq190l) function appropriately with the evis exera iii video processor. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for medical device report# 8010047-2020-09334. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the device was returned to the olympus service center. The evaluation found the following: the image does not appear using 180 series endoscope. Corrosion of the chassis (user/storage). Peeling-off of the sheet on the front panel (aging degradation or strong external force). The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that as 5 years or longer have passed since manufacture of this product the likely cause of the no image condition was attributed to a defective patient circuit board failed due to long-term repeated use. Olympus will continue to monitor complaints for this device.